Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Concomitant product(s): 694758 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited chronically high thresholds. Lv lead repositioning was attempted but thresholds did not improve. The lead was explanted and replaced. No patient complications have been reported as a result of this event.